Manufacturer narrative:
One opened/used enlite sensor was tested and it passed per specifications with accurate readings.

Event description:
Customer reported large discrepancies between his sensor readings and blood glucose levels. The false sensor readings caused his insulin pump to go into threshold suspend last night. He restarted the sensor, but the discrepancies persist. Customer's blood glucose was 202 mg/dl. The sensor history showed differences that were forty to sixty percent off. Customer follows proper calibration methods. He was advised to change out the sensor and to send the faulty one back for analysis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.